Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse events of peritonitis, which warranted antibiotic therapy. The etiology of the patients¿ peritonitis (or any associated complications) could not be determined; therefore, causality could not be established. However, there is no record the patient or pdrn requested a replacement liberty select cycler, nor was any malfunction or deficiency of a fresenius device(s) and or product(s) reported. However, it should be noted that limited clinical information precluded a more comprehensive medical assessment. Those individuals undergoing pd therapy (manual or cycler-based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler cannot be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. However, given the lack of clinical data, treatment data, and no evaluation of the fresenius product(s) and/or device(s), the liberty select cycler cannot be excluded from having a possible causal or contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis and is being treated with antibiotics. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, causality, treatment data, discharge summary, medications, medical history) were unsuccessful.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis and is being treated with antibiotics. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, causality, treatment data, discharge summary, medications, medical history) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.